Manufacturer narrative:
For 2 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation is ongoing. For 1 of the events the analyzer was checked and there was a missing screw at the incubation bath fill level sensor. The customer did not encounter any further discrepancies. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable high results were generated by a cobas 8000 c (701) module. The events involved a total of3patients with the following: 2 - crep2 creatinine plus ver.2, 1 - crej2 creatinine jaff¿ gen.2.

Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: preventive maintenance was performed on the analyzer.